Manufacturer narrative:
A field service engineer (fse) was dispatched to the account and on his arrival, he inspected the connections and found that the customer had already tightened the connections. There were no further signs of leakage and the customer was operational following the cuvette overflow recovery procedure. The manufacturer reference number for this event is (B)(4).

Event description:
Customer contacted the customer support representative (csr) to report a leak within the sample probe tubing connection of their au2700 instrument. The water that is contained within the tubing was dripping on top of the instrument and was able to flow down into the reaction chamber. The fluid was able to deposit on the sides of the reaction cuvettes causing a reaction chamber flood. The customer noticed this during a qc run. The customer also received a "lamp dark" alarm. This alarm is usually triggered for either a bad lamp or a cuvette wheel overflow ie liquid on the sides of the cuvette which refracts the light away from the photo diode array which can potentially cause erroneous results.